Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that after a diagnostic endoscopic retrograde cholangiopancreatography procedure, the distal cap was missing during bedside manual cleaning of this evis exera iii duodenovideoscope. The customer could not locate the cap. The sedation was prolonged five to ten minutes after the procedure to look for the missing cap but was unable to keep the patient asleep any longer. The patient was then transferred to recovery and upon waking up, noticed a device in the mouth. The patient spit it out and it was the distal cap. The nurse retrieved the device. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - evis exera iii duodenovideoscope. (B)(6) - single use distal cover. This report is for (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow-up. The customer confirms the distal cover recovered was damaged and was split just like the pic but more centered. No anti-fog agent to the scope lens and the doctor sometimes will use lubricating jelly before putting the scope in the patient mouth. The lubricating jelly is made by medline, which comes in steris endo kits. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The g.I tech put the distal tip cover on, then pull to make sure it's on correctly and doesn't come off. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the rear end of the cover was damaged by chemical attack due to adhesion of some chemical (not anti-fog agent) to the cover, there were inadequacies in attachment of the cover that were not detected by the user at inspection prior to use, and/or during the procedure the cover received stress such as contact with mouthpiece, frictional load by being twisted/pushed/pulled in patient body. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.